Manufacturer narrative:
Follow up #2 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed "no cartridge detected" warnings recorded in the black box. On testing, during the load step, the pump failed to recognize the cartridge and emitted the appropriate "no cartridge detected" warning. The force sensor was tested and found to be out of specification. The pump was opened for investigation and revealed a misaligned force sensor circuit component on the printed circuit board.

Manufacturer narrative:
Serial number of pump is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall #: 2531779-03/24/2010-003-r.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump emptied the insulin from the cartridge during the load step. The reporter confirmed that the patient was not connected when the issue occurred. The reporter stated that the cartridge was filled a few times and continued to empty the insulin from the cartridge during the load step. The reporter stated that there was no known trauma to the pump, no alarms during the load step, and no loss of prime warnings noted. This report is made based on the allegation that the pump dispensed insulin during the load cartridge phase.